Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by dealer that the sieve beds leaked out of the exhaust of the (B)(4) concentrator. No alarm.